Event description:
Additional information received from the patient reported the same issue about hearing voices when she was on the phone. The patient then called someone that she was with to help. They were talking back and forth about the situation. The patient was asked if she heard voices when using someone else's phone but the patient either didn't understand the question or just didn't respond. The patient and the other person kept talking to each other and the other person believed it was an issue with the patient's phone as he saw exposed wires on her phone. The patient was going to work on her phone.

Event description:
Additional information received from the consumer on (B)(6) 2016 reported that she thought she knew what was going on regarding the voices over the phone. She was going to call the cable company. Stimulation was reported to be on program 3 at 0.4 volts and stimulation was on. It was further reported on (B)(6) 2016 that the sound waves happen all the time. It was the waves of the sea coming in. They did not think anyone believed them. They heard background noises and voices on the phone. Their boyfriend and son listened and they heard it as well. All it "did boil down to was this speaker phone."

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she thought she needed to change settings because she was hearing voices and sound waves when she was on the phone. She was a paranoid schizophrenic and manic depressive. She thought she needed a different frequency because she was hearing these sounds waves and voices on the phone. Since implant, she was hearing some kind of sound waves in her head and heard voices on the phone. The patient was a mental patient and was on medication. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.